Manufacturer narrative:
The customer's address is unknown: (B)(6) USA has been used as a default. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g experienced a damaged or open unit package/seal where sterility is compromised. Product defect was noted prior to use. The following information was provided by the initial reporter: material no: 320122 batch no: 9205162. Verbatim: I am reaching out to you regarding the bd nano ultra fine needles box of 100. 4mmx32g. My daughter uses these to treat her t1d and there's been a few needles that are not sealed in this box. The first one or two I thought maybe it just could happen in a box of 100 although there's been a few more now and we cannot afford to keep throwing those away. Some have the green seal totally off and some have the green seal only partially covering and loose. If it helps here is the info on the box: lot no:9205162 exp:7-31-2024.

Event description:
It was reported that an unspecified number of bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g experienced a damaged or open unit package/seal where sterility is compromised. Product defect was noted prior to use. The following information was provided by the initial reporter: material no: 320122 batch no: 9205162 verbatim: I am reaching out to you regarding the bd nano ultra fine needles box of 100. 4mmx32g. My daughter uses these to treat her t1d and there's been a few needles that are not sealed in this box. The first one or two I thought maybe it just could happen in a box of 100 although there's been a few more now and we cannot afford to keep throwing those away. Some have the green seal totally off and some have the green seal only partially covering and loose. If it helps here is the info on the box: lot no:9205162 exp:7-31-2024.

Manufacturer narrative:
H.6. Investigation: customer returned a photo of an open 4mm, 32g pen needle. Customer states that there's been a few needles that are not sealed in this box and some have the green seal totally off and some have the green seal only partially covering and loose. The attached photo was examined and exhibited an open tear drop label, exposing the non patient end of the cannula. The tear drop label appears to be still attached to the side of the outer cover. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (open tear drop label) unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (missing and loose tear drop label) based on the photo and the fact that no physical sample was returned for investigation this cannot be confirmed to be manufacturing related.